Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was shredding the graft harvest. Additional clinical information determined that the reported issue occurred during surgery and a patient was involved in the event. It was stated that the reported issue resulted in unnecessary harvesting of additional skin grafts, which resulted in creating a much larger donor site on the patient's thigh. It was clarified that at each harvest, only some portion of the skin graft was usable and the same device was used to complete the surgery with a delay of about 15-20 minutes, while the patient was under anesthesia.

Manufacturer narrative:
Device was manufactured on 2/18/2002 and was previously repaired at zimmer biomet surgical on (B)(6) 2012. Evaluation revealed the master blade was positioned too far forward in relation to the control bar. It was also noted that the head was nicked. Prior to repair, the device operated within motor speed specifications. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the head and standard repair parts. The customer¿s reported event was not reproduced during testing; however, the improperly positioned control bar due to lack of preventative maintenance most likely led to the reported event. The customer did not return any blades for evaluation. Per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ air dermatome instruction manual¿ (B)(4) to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service.